Manufacturer narrative:
Through additional discussion with the patient, key surgical learned that the bite block was removed while the patient was under anesthesia. The patient reported that during removal of the bite block they experienced an injury to their teeth as the front crown and post were broken. The bite block instructions for use states, "inspection: inspect all inner and outer surfaces for cracks and sharp edges. Do not use if product is damaged or is not in original individual packaging. Instructions for use: place bite block in the patient's mouth. If retaining strap is used, secure the strap on the bite block. Pliable strap (en-210, en-310, en-315): to secure the retaining strap, thread over cleat on side of bite block. Velcro® brand strap: (en-320): press strips together to fasten and pull apart to unfasten. If no strap is used (en-300), hold the bite block in place with pressure from hands or fingers during the entire procedure. When procedure is complete, and patient is awake, remove the bite block from the patient's mouth." Key surgical has contacted the user facility for additional information regarding the reported event; however, to date a response has not been received. The device subject of the event has not been returned to key surgical for evaluation. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
Key surgical was contacted by a patient requesting information regarding the en-320 bite block as the patient reported that they had undergone a procedure where the bite block was used.